Event description:
Customer reported unexpected low results. Tests performed on the same day are within 5 minutes of each other. Therapeutic range: 2-3.

Manufacturer narrative:
The customer reported discrepant high inratio inr results during testing. The customer did not provide reference values for comparison testing. The accuracy of the inratio inr results could not be determined from the info provided by the customer. It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformances associated with this lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.